Event description:
The inspection of the citadel plus bed frame conducted by the arjo technician revealed the detached side rail panel. The device was not in use when the issue was detected. No injury was claimed.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Photographic evidence provided revealed that the right side rail was fully detached from the bed frame, all screws holding it to the metal plate were ripped off. The left side rail had the dent caused by any collision or external impact. According to citadel plus instruction for use (IFU, 831.374 rev. B), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. The arjo device failed to meet its performance specification since the side rails were damaged. The bed frame had also other mechanical damages: broken handset clip, not working control panel and faulty gas spring. The device was not in use when the issue was detected. No injury was claimed. The complaint was decided to be reportable due to the side rail detachment.